Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's tibia collapsed laterally due to poor bone stock. The patient was revised.

Manufacturer narrative:
Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The reported information indicates that the patient has poor bone stock and poor bone quality. Per the persona knee system package insert, insufficient bone stock is a contraindication for use of this device. It appears that the subsidence and subsequent bone fracture were due to the patient's bone stock and quality.